Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported experiencing unexplained high glucose for one day. The blood glucose reading at the time of call was 529 mg/dl. Troubleshooting was performed. The customer did not change the infusion set to resolve the issue. Reviewed the programming and found that the time was incorrect. Ran a fixed prime test and passed. Performed a high pressure test and the test failed twice. The customer stated that the cannula was bent on the infusion set wearing at the time. No further info was provided.